Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer reverted to an alternate method insulin therapy. Reportedly, the customer went to the emergency room and subsequently hospitalized with a blood glucose level over 600 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue. Customer was released on 6/15/26 with issue resolved.